Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The products have been implanted for four years and so the infection is unlikely to have been caused by the device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is revision due to improper settlement of implants. The primary tha for oa had taken place on (B)(6) in 2011. At that time, the lateral movable angle on the acetabular side was about 50 degrees. After the surgery, the angle had gradually grown worse. Recently, the angle was up to about 80 degrees, so the revision took place on suspicion of infection and possible mom. During the surgery, the surgeon found white pus but did not found the symptom caused by mom. The surgeon suspected the infection and removed all the implants and inserted cement mold. The revision will take place when the symptom is better. The surgery was complete without any delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).